Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The test guardian link communicates properly to the pump noted. No unexpected calibration not accepted noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the insulin pump had hardware low level failures during self-test. Also the self-test failed the second time. Displacement verification test was passed. Customer also reported high blood glucose level of 550 mg/dl and was treated with syringe. Had symptoms like nausea and vomiting. Customer was dispatched to emergency first and then to intensive care. No harm requiring medical intervention was reported. The device will be returned for analysis.